Manufacturer narrative:
Additional information: section h manufacturer narrative & imdrf annex c grid, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of full height drawer 6 failed to be detected by bus was confirmed by fse (field service engineer) and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported that it was found module board led lights were off. The fse replaced a new module controller board, issues resolved. The fse reseated and checked all row board cables, cleaned medications under pockets. There were a lot of medications fell under pockets. The fse replaced slide bumpers in drawers and reinstalled zebra label printer driver and reconfigured the printers profile preferences, printer was unable to print, and printing tasks stuck in printing queue. The report was closed. During dchu visual inspection: p/n 151903 01: was received with signs of thermal damage on component u300 and capacitors c301 and c302. During dchu testing: p/n 151903 01: the testing from dchu was not necessary due to the signs of thermal on the internal components of the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 and capacitors c301 and c302 on the circuit board full height cubie pmc (p/n 151903 01), resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had full height drawer 6 failed and not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that damage to component u300 and capacitors on the circuit board. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 6 was not detected by the bus. A field service engineer found the module board light emitting diode lights were off and replaced the board, resolving the issue. All cables were reseated and checked, and medications that had fallen under pockets were cleaned. Slide bumpers in drawers were replaced. The zebra label printer driver was reinstalled, and printer profile preferences were reconfigured as printing tasks were stuck in the queue. Customer tested and confirmed proper operation without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had full height drawer 6 failed and not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.